Manufacturer narrative:
Manufacturer's investigation conclusion: backup battery fault alarms were confirmed via the submitted log files. A review of the submitted log file showed 184 events spanning from (B)(6) 2024 10:57:17 through (B)(6) 2024 11:54:37 per time stamps. The pump maintained a speed within the expected range without issue for entirety of the captured data. On (B)(6) 2024 from 04:44:15 through 09:17:03 while connected to batteries, the yellow wrench advisory alarm activated due to the backup battery not passing the load test (internal error code 38). The alarm resolved on its own by 09:30:00. The backup battery alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. A root cause for the backup battery fault alarms cannot be conclusively determined through this analysis. A corrective action was initiated to reduce the amount of backup battery fault alarms related to load tests not passing, (B)(6) was manufactured prior to the implementation of that corrective action. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii instructions for use (rev. B) section 7- ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that an alarm was seen on the screen. Log files were downloaded. Log files showed a driveline fault and an issue on phase a of the driveline. The cause of the driveline fault alarm was not identified. The pump was exchanged on 12apr2024 due to internal battery alarms in the system controller although it had just been exchanged on 08apr2024 and the highlighting of the rupture of one of the 3 phases of the driveline in its intracorporeal portion (yellow line). The driveline path was changed due to a driveline orifice infection with cultures positive for methicillin-resistant staphylococcus aureus (mrsa).